Manufacturer narrative:
(B)(4). The service engineer (se) found the battery to not be faulty and made changes to the printed circuit board (pcb). The issue has been resolved.

Event description:
It was reported that the e360 ventilator had battery failure. There was no patient involvement reported.